Manufacturer narrative:
The device was not returned to the manufacturer for evaluation. The device history records for all devices intended to be implanted were reviewed (1405-1012, 1405-1014 and 1405-4005) and no issues were identified during the manufacture and release of the device that could have contributed to the problem reported. The most likely cause cannot be determined due to the device not being returned. However the radiographic evidence for the complaint was reviewed on 04/20/2017 and it was determined that the root cause of the screw breaking is most likely a result of non-union of the patient's bone after surgery. The screw likely was subjected to bending stress each time the patient attempted to bear weight on their foot. The device is intended for fusion and non-union is a known potential adverse event identified in the instructions for use, provided with the sterile kit. The company will supplement the MDR as necessary and appropriate.

Event description:
After an original bunion surgery was completed on (B)(6) 2016 the patient alleged pain related to the implanted hardware. Pre-operative radiographic evidence indicates a broken screw (1405-1012 or 1405-1014), non-union of the 1st metatarsal joint (original implant location), and a fracture at the base of the 2nd metatarsal (non implant location). A revision surgery was completed on (B)(6) 2017 to remove the sk-12 system (unknown quantity of plates and screws). The surgeon also advised the patient about further consequences related to wound and bone healing as a result of non-compliance with smoking cessation.